Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. Customers blood glucose was 203 mg/dl. Customer reset the pump and successfully resumed insulin delivery.